Event description:
Ge optima portable xr machine started developing "barcode artifact" on patient images. Images were still diagnostic as artifact was not over tissue or body part but only in free air areas of exposure. Initial physics testing was on survey date prior to patient use and all items did pass.